Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/30/2014, electrode belt: 5/2/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital with their daughter and hospital staff present at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received eleven inappropriate treatments from the lifevest. At 18:12:59, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 30 bpm, and the post-shock rhythm was also an idioventricular rhythm at 30 bpm. At 18:14:21, the patient's rhythm degraded to asystole with CPR and motion artifact. At 18:14:53, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was asystole. At 18:16:35, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was asystole with CPR and motion artifact. At 18:17:29, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was asystole with CPR and motion artifact. At 18:18:04, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was asystole with CPR and motion artifact. At 18:18:36, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was asystole with CPR and motion artifact. At 18:19:08, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was asystole with CPR and motion artifact. At 18:19:41, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with CPR and motion artifact. At 18:20:23, the patient received the ninth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. At 18:20:45, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was an idioventricular rhythm at 30 bpm with CPR and motion artifact. At 18:21:18, the patient received the eleventh treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole and the post-shock rhythm was an idioventricular rhythm at 30 bpm with CPR and motion artifact. The patient's rhythm slowed to an idioventricular rhythm at 10 bpm with CPR and motion artifact and transitioned to asystole. The patient remained in asystole until the electrode belt was disconnected at 18:42:42. The patient's equipment was returned and was found to be fully functional.